Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as chafed .there was no alleged device malfunction contributing to the irritation. The patient¿s nurse applied a biolysin ointment + plaster to the skin irritation. Follow up indicated that the skin irritation improved.